Event description:
It was reported that the patient with this artificial urinary sphincter (aus) fell, causing the device to stop working and the patient to experience recurring incontinence. A surgical procedure was performed, during which the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The exact implant date of concomitant components was not available, therefore the date (B)(6) 2015 was used as an estimate. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).